Event description:
During surgery, the patient began to cough, which the anesthesiologist presumed to be secondary to passive regurgitation. Both laryngoscopy and bronschoscopy revealed no regurgitant fluid in the airway. However, a chest x-ray showed the possibility of an aspiration. The patient was intubated and hospitalized overnight, treated with antibiotics and discharged without complications.